Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up after receiving inappropriate therapy for svt. Review of the stored egms revealed functional undersensing in the atrium. Programming changes were made. Patient was stable after the event.